Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0279510. D4: medical device expiration date: na. D10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H4: device manufacture date: 2020-10-05. H6: investigation summary: customer returned (1) 0.5ml insulin syringe in an opened polybag from lot# 0279510. Consumer reported when removing needle shield prior to injection needle hub separated. The returned sample was examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 0279510. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter :   the consumer reported that when removing the needle shield prior to injection the needle hub separated. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reported medical device lot # : unknown - unknown device expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for reported unknown medical device lot # .

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter :   the consumer reported that when removing the needle shield prior to injection the needle hub separated. Date of event: unknown. Samples: yes.